Manufacturer narrative:
Com-(B)(4).

Event description:
The reported issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was performed and the device passed all relevant testing. The share data log was unable to be reviewed as no data was found. The reported customer complaint was undetermined. The probable cause could not be determined post investigation.